Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set adhesive issue on (B)(6) 2026 when the tubing got caught, which pulled off the adhesive and caused the infusion set to be ripped out. The patient's blood glucose level reached 350 mg/dl, and was treated with a manual injection. The patient then replaced the infusion set and successfully resumed insulin delivery. No further information available.